Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 48 mg/dl; he wanted to know if his infusion sets were part of the product recall. The patient treated with food. During troubleshooting he confirmed that the drive support cap of the insulin pump appeared normal. The reservoir contained more insulin than shown on the status screen. The customer was advised that the motor may have shifted. The customer suspected that the insulin pump was malfunctioning. However, the insulin pump was not returned for analysis; the customer wanted to contact their medical professional first.